Manufacturer narrative:
Block h6: imdrf device code a1502 captures the reportable event of stent positioning issue.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was to be implanted during an endoscopic ultrasound-guided gastroenteroanastomosis procedure performed on (B)(6) 2025. During the procedure, the axios stent was not correctly positioned. The stent was removed, and another of the same device was used to complete the procedure. Clinical consequences involved are prolonged operating time, prolonged hospitalization, fasting, and prolonged monitoring. There was no patient complications reported as a result of this event. Note: it was reported that the axios stent was attempted to be implanted for a gastroenteroanastomosis procedure. However, per the axios stent and electrocautery- enhanced delivery system directions for use, the stent is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of pancreatic pseudocyst or a walled-off necrosis with greater or equal than 70% fluid content, gallbladder in patients with acute cholecystitis who are at high risk or unsuitable for surgery and bile duct after failed ercp in patients with biliary obstruction due to a malignant stricture. The device is not indicated for a gastroenteroanastomosis procedure.